Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that part of the optic and a haptic was torn off and missing. There was evidence of a clear surgical residue.

Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a haptic remained in the cartridge. The lens was cut out of the eye without any pt injury. The reporter stated the incident was due to a loading error.